Manufacturer narrative:
(B)(6). Device evaluation: a supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the patient found that the suspect device was not injecting during use. After removing the device from the injection site, the needle was found broken and missing. The patient went to the hospital and had an ultrasound but the broken needle was not detected.

Manufacturer narrative:
(B)(6); sex: male. The patient received both an x-ray and ultrasound. The patient has been using pen needles for 10 years. Device evaluation result - no samples or photos were returned for evaluation. No qn's or noe's related to broken needle patient end were raised during the manufacture of the reported lot number 4185151. A review of the device history record was carried out. Calibrated critical process settings were reviewed and no issue were found. In process inspections were reviewed and no issues were found. Qa in process setting were reviewed and no issues were found. Final inspection was reviewed and no issues were observed. Conclusion - bd was not able to duplicate or confirm the customer's indicated failure mode. As a sample was not available for evaluation, an absolute root cause for this incident cannot be determined.

Event description:
The patient received both an x-ray and ultrasound. The patient has been using pen needles for 10 years.